Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked display window corners, battery tube threads, reservoir tube, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.